Event description:
Device report from synthes reports an event in netherlands as follows: this report is being filed after the review of the following journal article: van raajj, t. Et al (2022), two-step 3d-guided supramalleolar osteotomy to treat varus ankle osteoarthritis, foot & ankle international vol. 43 (7), pages 937¿941 (netherlands). In 2019, 3 consecutive patients (all male) with a mean age of 51 years were included in the study. These patients had symptomatic varus ankle osteoarthritis (oa) were treated with a 3d planned and guided patient-specific medial opening supramalleolar osteotomy (mo smot) using an lcp medial distal tibia plate of 3.5 mm (depuy synthes) and were followed up to 12 months. The following complications were reported as follows: patient #1, a 53-year-old male had delayed union with breakage of screws. Patient #3, a 56-year-old male had delayed union with breakage of screws. This report is for an unknown synthes lcp medial distal tibia plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - screws: 3.5 mm locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.